Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The serial number was provided and the service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. Complaint trends will continue to be monitored. No product was returned for evaluation so no root cause could be determined. The reported symptom code will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product was not returned. No relationship could be investigated since no product was returned for evaluation.

Event description:
The customer reported the ventilator flow was out of specification at 120 . The ventilator was not in use on a patient at the time of the event occurred.